Event description:
Lead was replaced because of high pacing lead impedance and high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.